Event description:
On (B)(4) 2013 the reporter contacted lifescan (lfs) in (B)(4) alleging an error 4 message with the test strips. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter and test strips were evaluated by product analysis on 12/31/2013 with the following findings: the meter issue was not reproducible. The test strips failed testing, on performance testing with control solution an error 4 message was noted with no cause found. If lifescan obtains additional information regarding this complaint, a supplemental report will be submitted. At this time, lifescan considers this matter closed.